Event description:
The sales rep reported that when opening a new box of cement, the customer found a dead fly in it. He added that another pack of cement was available, so that there was no delay to the surgery. No adverse consequences reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.